Manufacturer narrative:
The ge rep performed an on site investigation. The lemo connector contacts were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the arm will not power on when the workstation comes on. No report of pt injury.